Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission with oversensed myopotentials on the implantable cardioverter defibrillator. Programming changes were discussed.there were no adverse consequences to the patient reported.

Event description:
New information received notes that the patient visited the clinic and the recommended programming changes were made. The patient was stable.